Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information received: the sales rep was not present in the case but stated the following with respect to the event description: reviewed that the driver had been pushed forward which looks like an incorrect load by the scrub nurse. Reviewed this both with the nurse and surgeon. Second device: after inspection, the lock symbol was present on the back of the device. I was able to open the device following the steps to reverse the knife. I discussed this with the surgeon and he was in agreement.

Event description:
It was reported that during a vats lobectomy procedure, the first device jammed with a vascular load when taking the pv and pa. It jammed right away and no staples deployed and no cut was experienced. No damage was experienced by the patient. The second device could not be opened after it had fired correctly and completely. No damage to the patient.

Manufacturer narrative:
(B)(4). Batch # m55j53. The analysis found that one ec60a device (b) was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.